Manufacturer narrative:
One 5.5 twinfix ultra ti assembly was returned for evaluation. A visual assessment of the device showed the distal tip of the inserter has broken off at the weldment. The tip was not returned for evaluation. Examination of the inserter shaft where the tip interfaces showed no continuous weld. The anchor was also returned and showed no abnormalities. There are no indications that would suggest the device did not meet product specifications upon release into distribution.

Event description:
The inserter tip was broken during insertion; the shaft broke. No patient injury or other complications were reported.